Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the reports data were not current. A technical support specialist (tss) dialed into the server and accessed sql server management studio (ssms), where the extract transform load (etl) job was found to be stopped. An attempt to rerun the job was failed due to an arithmetic overflow error converting identity to data type. A related knowledge article "medes - etl arithmetic overflow error converting identity to data type int" was identified, and deployed fixes from the solution. After applying the solution, the etl job was rerun and completed successfully. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, report data was not current. The customer reported that scheduled weekly reports were not showing current data. Additionally, the all-department narcotic weekly report was not printing, and the refill report displayed data from the previous day rather than current information. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.